Manufacturer narrative:
Initial.

Event description:
It was reported that the user lost the continuous glucose monitor (cgm) sensor and operated the ilet pump in bg run mode with manual blood glucose entries, during which the device displayed alarms indicating dosing would stop soon and bg run would expire soon, and the last reported blood glucose was 288 mg/dl. Symptoms included irritability associated with hyperglycemia reported. Outcomes included the need for troubleshooting and user education regarding manual entry cadence and backup therapy without hospitalization. Investigation included review of engineering logs and system reports confirming bg run was active, time remaining in bg run mode, alarm history, and successful acceptance of manual glucose entries. Investigation of this case revealed expected device behavior in bg run mode with appropriate alarms and continued functionality when supplied with manual readings. It was concluded, based on previously established findings for similar reports, that the cause was use without a sensor in bg run mode with no backup therapy available and no device malfunction.